Event description:
The subject home monitor was replaced because it was out of order, reportedly due to a communication issue.

Event description:
The subject home monitor was replaced because it was out of order, reportedly due to a communication issue.